Event description:
A (B)(6) woman being treated for secundum asd using amplatzer #28 occluder device using the torquevue fx deliver system (ref (B)(4)/80 lot 1209133114). After deployment of the occluder device the release mechanism embolized a small metalic piece that lodged in the rvot.